Event description:
According to the op report, this valve was explanted due to pv leak with hemolysis and resultant "severe" mitral regurgitation as demonstrated on echocardiogram. At explant, annular dehiscence was observed near the posterior commissure where it appeared the sutures had "pulled through the annular tissue". The valve was replaced with another sjm 33m-101, and the patient was transferred to the ICU in stable condition.